Event description:
It was reported that during a surgical procedure at the user facility, the device did not inflate totally in the beginning of the surgery. There was blood loss due to the cuff not inflating fully but there was no harm to the patient. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported condition was duplicated on the returned product.

Event description:
It was reported that during a surgical procedure at the user facility, the device did not inflate totally in the beginning of the surgery. There was blood loss due to the cuff not inflating fully but there was no harm to the patient. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.